Event description:
According to the reporter, there was an allergic reaction to the marker 4010-02-15-t4. The doctor had a patient experience an allergic reaction 24 hours after an ultrasound-guided biopsy using an alcohol swab, lidocaine 1%, and adhesive dressing. The patient experienced hives all over her body which lasted for about 72 hours and resolved with prednisone and zyrtec. The marker remains in the patient's breast. The problem occurred after the procedure. The procedure was completed with the reported marker.

Manufacturer narrative:
According to the reporter, there was an allergic reaction to the marker 4010-02-15-t4. The doctor had a patient experience an allergic reaction 24 hours after an ultrasound-guided biopsy using an alcohol swab, lidocaine 1%, and adhesive dressing. The patient experienced hives all over her body which lasted for about 72 hours and resolved with prednisone and zyrtec. The marker remains in the patient's breast. The problem occurred after the procedure. The procedure was completed with the reported marker. The device was not returned for evaluation. The root cause was traced to non-device related factors. Based on the information available it is most likely the adverse event was related to the patient condition.